Event description:
Reportedly, the physician complained about short longevity of the subject device, it was explanted due to recommended replacement time. It will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027.

Event description:
Reportedly, the physician complained about short longevity of the subject device, it was explanted due to recommended replacement time. It will be returned for analysis.